Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the start-up countdown was getting stuck at 00:00. Troubleshooting actions showed a problem with the device software rel. 7.2.16. The fse reloaded the system software using a ghost image and returned the system to use in good working order.